Manufacturer narrative:
A complete manufacturing records review conducted by intrinsic showed that the product was manufactured to specification. Intrinsic followed-up with the brother in january 2020 and provided a list of surgeons that had been fully trained in barricaid implantation and removal. The result of the correspondence was that the patient underwent a second reoperation in novosibirsk, russia by dr. (B)(6) in early (B)(6) 2020. Dr. (B)(6) described finding a dislocated flexible polymer component and disc herniation in the spinal canal. He removed the disc herniation, additional loose disc fragments, the flexible polymer component, and the anchor (using the removal tool). The device was not returned to intrinsic. Dr. (B)(6) was also able to provide information regarding the first reoperation that was performed in (B)(6). The diagnosis prior to the first reoperation was: degenerative disc disease, recurrence disc herniation l5-s1 on the right with radiculopathy s1 on the right. Based on the presented MRI and intraoperative observations, a partial facetectomy l4-l5 on the right and a total facetectomy l5-s1 on the right were performed during the 8 hour procedure in kazakhstan. Dr. Krutko saw no traces of access to the spinal canal were found. X-rays confirmed migration of the flexible polymer component medially coupled with dr. (B)(6) intra-operative observation that the polymer component had dislocated. X-rays at one month post-operative do not suggest any issue with the initial placement of the device. Device migration is a known inherent risk identified in the device IFU with occurrence rates lower than those stated in our device IFU which are determined and based upon the pivotal superiority study. In similar complaints, the possible cause of the occlusion component migration was mechanical loading on the occlusion component due to intradiscal pressure developed in response to the patient's activities. Explanted device was not returned to intrinsic.

Event description:
The patient's brother contacted intrinsic therapeutics via the company website. He indicated that his sister had an 8mm sized barricaid implanted in 2014 in (B)(6), and that a recurrence had occurred in 2019. She was reoperated, but the surgeon did not remove the barricaid implant. The brother supposed that the surgeon did not have adequate knowledge of the barricaid to perform the explantation. His sister continues to have leg pain, and he was reaching out to receive additional information and guidance for how to remove the device. Intrinsic responded to this web message to learn more details of this incident and to provide information to help this patient. Device has not been returned to intrinsic.